Event description:
Olympus was informed that during a therapeutic laparoscopic cholecystectomy procedure, the image started out darker than usual, and lines began to develop on the image approx 5-10 mins into the procedure, the image was said to have been progressively getting worst which ultimately became invisible. The intended procedure was said to have been completed with a laparoscope. There was no pt harm reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The eval found the image flickered with horizontal lines and blackout completely after being burn-in for 10 mins. The outer tube was bent with multiple dents noted around the frame at the distal tip. The reported phenomenon was attributed to the light guide cable unit. This report is being submitted as a medical device report in an abundance of caution.